Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 46 mg/dl the day before the call. Customer reported treating with lemonade and graham crackers. The customer also reported that she currently had a blood glucose level of 598 mg/dl. Customer stated that she had been off of the insulin pump for approximately three days due to receiving a motor error alarm. The insulin pump was not replaced or returned for analysis.